Event description:
A consumer reported that following an intraocular lens (iol) implantation procedure, she was unable to read. Her doctor informed her that she might require correction for that. She also stated that she can't see in the distance. Although her doctor stated that her vision was 20/30, she reported being unable to read road signs when in unfamiliar surroundings. When she inquired whether glasses could help improve her vision, the doctor advised that they would not be effective. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).